Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a bicycle accident to the head resulting in a reported migration of the electrode array. The device was explanted on (B)(6), 2011 and the patient was reimplanted with another device during the same surgery.